Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised for disassociation due to a fall. Examination of the returned acetabular liner finds evidence to confirm the reported disassociation from the acetabular cup. The cup was not returned and mating damage cannot be confirmed. A search of the complaints databases identified no other reports against the provided product/lot code. The investigation can draw no conclusions regarding the reported event. The patient reportedly fell prior to the disassociation. Product problem has not been identified. Corrective action is not indicated; monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for disassociation due to a fall.